Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for radiculopathy. The patient mentioned that they have been unable to charge their implant for 3 or 4 years. They do not have a healthcare professional (hcp). There were no patient symptoms reported and no complications reported.